Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-mar-2023 . H6: investigation summary bd received two 20 gauge nexiva units from lot 2250144 for evaluation along with six photos of the issue. A review of the device history record was performed for the reported lot, 2250144, and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the devices had been used with the tubing appearing separated. Next, a microscopic inspection was performed to determine if there was sufficient adhesive applied. It was determined that neither the extension tubing nor the adapter had sufficient adhesive applied. Finally, the engineer reviewed the provided photos and determined that they showed the same evidence as the visual inspection. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported issue. It was determined that this was a manufacturing defect that occurred due to an issue with the adhesive dispense stations.

Event description:
It was reported that the bd nexiva¿ closed IV catheter broke. The following information was provided by the initial reporter: multiple ocassions where the extension set detaches or breaks off of nexiva 20g piv. This has happened 4x since 02/05. Patient requiring a new IV start.

Event description:
It was reported that the bd nexiva¿ closed IV catheter broke. The following information was provided by the initial reporter: multiple occassions where the extension set detaches or breaks off of nexiva 20g piv. This has happened 4x since (B)(6). Patient requiring a new IV start.

Manufacturer narrative:
A physical sample was not available for investigation but bd was provided with six photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2250144, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed a 20 gauge nexiva unit with a needless injection cap attached to the pink luer adapter. The catheter appeared to have been removed from the needle and the extension tubing was separated from the catheter y-adapter. No portion of the extension tubing appeared to be attached to the y-adapter with what appeared to be blood residue visible throughout the sample. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for testing the engineer was unable to determine a definitive root cause. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.